Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown c/m elbow humeral component with bearing and pin; lot#: unknown. G2: foreign: netherlands. G2: literature: macken, a.a., prkic, a. Koenraadt-van oost, I. Et al. Can a single question replace patient-reported outcomes in the follow-up of elbow arthroplasty? A validation study. J orthop traumatol 25, 49 (2024). Https://doi.org/10.1186/s10195-024-00790-2. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. H6: component codes: mechanical (g04) - stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty on an unknown date. Subsequently, the patient experienced wound necrosis and underwent an unknown intervention on an unknown date. Attempts have been made to obtain additional information. No additional information has been obtained that this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. D4 - the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. The product has not been returned. No product evaluation was able to be completed. The reported event is not related to the device; therefore, a compatibility review is not applicable. The root cause of the reported event is not device-related. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth, and swelling, as healing time may be delayed. This deviation signifies an alteration in the wound healing process, which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d), which promotes healing at the site and prevents further complications. Wound necrosis, also known as dead tissue in a wound, occurs when cells or tissue die due to insufficient blood flow, infection, or injury. This dead tissue can appear black, brown, or yellow, and may be dry or moist. Necrotic tissue needs to be removed to allow the wound to heal properly. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.